Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged high blood glucose after a supply change and had a prior hyperglycemia episode attributed to a bent cannula; during the event the user attempted to reduce glucose by announcing a meal despite not eating, contrary to use instructions. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included user interview and review of use behavior. Investigation of this case revealed probable infusion set or cannula issue associated with the supply change and inappropriate use of meal announcements as a correction strategy, which can cause maladaptation of dosing. It was concluded, based on previously established findings for similar reports, that user technique and use error were the most likely causes.